Manufacturer narrative:
The instrument was returned and evaluated. During failure analysis investigation, the instrument could not be placed on an in-house system due to the condition in which it was returned. The instrument housing had two snaps broken on the same side and the housing could be lifted, as a result. In addition, both levers were missing, and the chassis was broken where one of the levers would normally be located. It was concluded that the damage was likely due to mishandling/misuse. Failure analysis investigation also found the following instrument damages: the instrument blades exhibited scratches on both sides. It was concluded that the damage was likely due to mishandling/misuse. The instrument's tube extension was broken and missing a .017 x 157 piece at the proximal clevis interface. The clevis was dislodged from the tube extension. The location of the tube extension fracture was next to one of the keys that mates with the proximal clevis. It was concluded that the damage was likely due to mishandling/misuse. The pad printing on the instrument's tube extension exhibited an area where material was removed. The area measured approximately .027 x .111. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event. In a fragment-causing failure (such as a cable failure, a broken tube extension etc.) For the mcs instrument, the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the missing pad printing material, which was found during failure analysis evaluation, could likely cause or contribute to an adverse event, if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the monopolar curved scissors instrument was stuck and the emergency release wrench was used in order to undock the instrument from the system; however, the wrench would still not release it, and the instrument had to be forcibly removed. Nothing was reported to have fallen into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.